Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a hypoglycemic event that occurred on approximately (B)(6) 2016, resulting in medical intervention. Date of event and date of medical intervention is an approximation based off of information that was provided. Patient mentioned that the paramedics were called but doesn't remember anything about the event. The reported event took place "a while ago". Dates were not provided. Patient reported that she suffers from hypoglycemic unawareness, and a "low" is what sent her to the hospital. Patient mentioned the use of glucagon for the reported event. At the time of contact, patient reported current condition as "good". No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hypoglycemia.